Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 393 mg/dl at the time of incident. The customer stated that they cleared the alarm and notification light did not stop flashing immediately. Customer also stated that power error detected alarm recurred within a week of previous occurrence. The insulin pump will be returned for analysis.